Event description:
It was reported that the day prior to the report the patient was walking and suddenly their leg muscles felt like they were having spasms and they could hardly bend their leg. The night prior to the report the patient rolled over and felt a pop in their back and the spasms got worse. After that the spasm intensified so they turned the stimulation off and was still feeling it above their knees. The patient had not had any falls or accidents. It was further reported that the patient¿s therapy was not working as expected. It was further reported that a manufacturer representative was going to see the patient the day after the report. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 377760, lot# j0546520v, implanted: (B)(6) 2006, product type lead; product ID 377760, lot# v003344, implanted: (B)(6) 2006, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).